Event description:
Breast implant illness caused me great pain that lead to me needing pain pills 3 times a day for years. It's been less than a week from explant and I haven't had pain since; ban implants, all implants. FDA safety report ID# (B)(4).